Manufacturer narrative:
The reported event for quattro catheter (lot no 81913) was confirmed. A bonding leak was observed at the distal end of medial 1 balloon during functional testing. Visual examination of the returned catheter was performed and found a kink on the shaft at 11 inches away from the tip of catheter. No other physical damage was observed. Noticed blood inside the balloons. Functional testing of the returned catheter was performed. All infusion ports and extension tubes were flushed without resistance. During functional testing, the catheter was connected to a pressurized inflation device. Immediately upon pressurizing the catheter, a bonding leak was observed at the distal end of medial 1 balloon. During manufacturing all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Probable causes for the reported complaint can be a latent material defect. Historical complaints were reviewed for information related to the reported complaint and there were two similar complaints reported for the quattro catheter with lot no 81913. Ccr (B)(4) reported on (B)(6) 2018 and it had a pinhole leak. Ccr (B)(4) reported on (B)(6)2018 and the complaint was not confirmed.

Event description:
As reported, the user noticed empty saline bag while completing the rewarming phase of treatment. However, no traces of saline were observed under the patient or the machine. Suspected balloon breach on the quattro catheter (lot no 81913). No known impact or consequence to the patient.